Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017, during a laparoscopic hernia repair, while putting the fixation, the absorbable tacks disengaged into the patient's cavity and was not retrieved. Only 3 tacks per each load could penetrate good in the tissue, the other 7 tacks just fell down in the cavity. They put another fixation (secure strap) to resolve the issue. The doctor tried to quit the tacks that wont entry in the tissue but they were some and very tiny so he decided to leave them in cavity because they were not sharper enough to cause a damage in cavity tissues. He did not use any xray for the same reason. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.